Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of burning at the opening was identified at the plastic distal end cover (c-cover) located at the forceps port. This is due to high energy within the endotherapy accessories, and not ensuring the sufficient distance from the distal end. Additionally, during the device evaluation, the following was found: there was foreign objects found within the nozzle from insufficient cleaning. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip. The adhesive on the bending section cover had a crack. The plastic distal end cover had a scratch. The connecting tube had a scratch. The connecting tube had discoloration. The plastic distal end cover had a burn. The nozzle had foreign objects. The scope connector cover had a scratch. The scope connector had a scratch. The protector of the universal cord on the suction connector side had a scratch. The universal cord had a scratch. The grip had a scratch. The scope cover had a scratch. The connecting tube had a scratch. The switch box had a scratch. The lock engagement lever had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The control unit had a scratch. The suction cylinder was shaved. The connecting tube had discoloration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. The instruction manual gif-ez1500 describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-ez1500 reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced burned forceps at the opening. It was unknown when the event was identified. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there were foreign objects found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.